Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 21637421, expiration date 03/31/2014). (B)(4).

Event description:
Caller tested 5.4 inr and 5.6 inr on coaguchek xs system 1, and 5.6 inr on coaguchek xs system 2 while a comparison lab returned as 3.1 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.